Event description:
Technician alleged the siderail was not staying in the upright position. No pt impact.

Manufacturer narrative:
The technician found the siderail end tube broke from metal fatigue. The technician replaced the broken left siderail end tube to resolve the issue.